Event description:
Pt was treated in 10/2003. Pt developed small indentations on the left lateral cheek approximately 1/2 inch by 1/2 inch at about four months post treatment. In 2004 a filler (type unreported) was injected into the dents. In about 2 months later restalyne was injected into the dents. Most current follow-up in about 2 1/2 months later. Per telephone call from the pt, the indentations are improving. A follow-up appointment was offered but the pt declined.